Event description:
It was reported this device does not cut correctly. Did not occur during surgery and there was no patient involvement. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the reported cutting issue could not be replicated. However, the handle and cutter were damaged, the device was out of calibration, and the roller was worn and discolored, which may cause cutting issues. The cutter, handle and roller were replaced and the device was recalibrated and resolved the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) implemented a serial number logbook to correct this issue. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.